Event description:
It was reported that the ventilator failed internal leakage test with message "system volume too large" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with message "system volume too large" during pre-use check. There was no patient involvement. Based on technician statement, there was liquid from compressor. Identification of issue has been done by analyzing problem description, service report and attached photo. The air gas module has been replaced to resolve the issue. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty air gas module may lead to stop of ventilation, or high pressure. The cause of the problem was liquid leaking from the connected compressor.